Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was unable to clear the alarm and was woken from her sleep when she got the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump was received with cracked battery tube threads, a belt clip slot, and a minor scratched display window.